Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 1st visit clinic notes: knee swelling, pain- states started after last therapy session on thursday and was doing well until that point and then the next day, had limited motion and difficulty walking; 2nd visit: left knee poly exchange: periprosthetic joint infection, poly liner was explanted, remaining components found to be well aligned and stable complaint is confirmed with provided medical records. The root cause for infection is determined to be unrelated to implanted zimmer biomet device. A definitive root cause cannot be determined for the pain, stiffness, swelling. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision - (B)(4) persona revision knee post market us.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a study patient developed mild tenderness of the pes aneserinus about one year post implantation and was prescribed topical voltaren cream. The patient continued through the study without complication until experiencing an unknown twisting injury approximately two years later. Patient complained of medial knee pain and popping and was diagnosed with pes bursitis and hamstring tendinitis with a prescription for physical therapy, steroids, and topical diclofenac gel. The pain continued to worsen into the anterior knee and began to experience limited range of motion and difficulty ambulating, swelling, stiffness, and hamstring/quad weakness. A prescription for lyrica and a knee brace were prescribed one month from the previous visit, patient had elevated wbc and a positive synovasure result from an aspiration. The cultures remained negative and the patient underwent an I&d with poly exchange one month later. No additional information has been provided.